Manufacturer narrative:
Date of event: unknown, not provided, best estimate (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient, who had previous lasik, had an unexplained refractive error post-operatively. The lens was replaced with the same model, but different diopter of 21.0. Reportedly, there was no complications and the patient is doing well. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/28/2017. Device returned to manufacturer?: yes the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.